Event description:
Olympus received additional information indicating that a sample collected from this patient's bile tested positive for mostly escherichia coli and very few aeromonas caviae. There was no further information provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received. Updates are added to the following fields: b3, b5, b6, and h6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of facility testing, the device evaluation, and lms final investigation. Additionally, to provide an update to field (h3). The lm reviewed the customers provided the cds processes where deviations from the instruction for use (IFU) were identified. The following are the identified deviations: - the suction was not performed in both states of the suction button being pushed in one step and being pushed in all the way. - the insufflation/irrigation channel and the balloon irrigation channel were not insufflated/irrigated using the insufflation/irrigation button (maj-1444) and the aw channel irrigation adapter (maj-629). - the forceps elevator was not raised and lowered three times under immersion in cleaning solution. The user facility provided the following results of two rounds of culture testing, performed by a third-party lab: first sample: (B)(6) 2025. Samplings from: air duct, forceps lift duct. Cfu: unknown. Bacterial identification: c. Albicans. First sample: (B)(6) 2025. Sampling from: water duct. Cfu: unknown. Bacterial identification: e. Faecalis. Second sample: (B)(6) 2025 sampling from: suction tube cfu: unknown bacterial identification: c. Glabrate second sample: (B)(6) 2025. Samplings: air tube, water tube, outer surface, and suction tube. Cfu: unknown. Bacterial identification: c. Albicans. The device was returned to olympus for evaluation. Although there were no reportable device defects observed, there was evidence that the device was not cleaned sufficiently (proteins along with rust from foreign matter attached to the inside of the air and water supply cylinder). An olympus endoscopic support specialist (ess) representative conducted an onsite visit, and the results are as follows: the training reinforced the importance of bedside cleaning (especially the air water cleaning adapter). Additionally, by including the infection control department this helped the infection control department to recognize the current issue with endoscope reprocessing. Additional training will be conducted for nurses in the future. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a relationship between the subject device and the reported patient infection could not be determined. However, insufficient reprocessing was confirmed based on the information obtained. The event can be detected/prevented by following the instructions for use which state: "chapter 6: application and conditions for cleaning, disinfection and sterilization". "Chapter 7: cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This complaint is related to manufacturer report numbers 3002808148-2024-08985 and 3002808148-2024-08979 and to the following linked patient identifiers: (B)(6). This MDR is for patient 3 of 12 who was suspected to have an infection after using the subject device between the first sample collection for culture test on (B)(6) 2024 and the second sample collection for culture test on (B)(6) 2024.

Event description:
It was reported that the ultrasound gastrovideoscope tested positive for an unknown number of colony forming units (cfus) of candida albicans after a routine culture on (B)(6) 2024. It was recultured on (B)(6) 2024 and the same microorganism was detected. It was further noted that a patient had undergone an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2024, after which, candida albicans was detected in the bile. The same microorganism were subsequently detected in two other patients through bile and blood cultures on unspecified dates. The relationship was unknown. In addition, 12 patient infections were suspected from using the scope between the first sample collection for culture test on (B)(6) 2024 and the second sample collection for culture test on (B)(6) 2024. There were no reports of further patient harm. Additional information has been requested but no further details were provided at this time.